Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The patient (pt) was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. A baxter technical service representative (tsr) explained the alarm to the pt. The hp may start over or do a manual bag drain. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.